Event description:
It was reported that the stent became damaged. The target lesion was located in the coronary vessel. A 2.50 x 8 synergy ii drug-eluting stent was advanced for use. The stent was partially expanded when the indeflator was attached and negative pressure was not intended to be applied. Partial inflation was observed prior to insertion into the patient. Stent was attempted to implant but failed to cross the lesion. The procedure was completed with a different stent. No further patient complications were reported.

Event description:
It was reported that the stent became damaged. The target lesion was located in the coronary vessel. A 2.50 x 8 synergy ii drug-eluting stent was advanced for use. The stent was partially expanded when the indeflator was attached and negative pressure was not intended to be applied. Partial inflation was observed prior to insertion into the patient. Stent was attempted to implant but failed to cross the lesion. The procedure was completed with a different stent. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 8mm stent delivery system was returned for analysis. Examination of the crimped stent found evidence of damage with stent struts raised at its proximal and distal ends. This type of damage is consistent with positive pressures having been applied to the balloon. An examination of the balloon found no inflation media inside the balloon and the balloon was folded. Due to the stent damage it was not possible to measure the stent outer diameter. A review of the manufacturing crimp data for this batch of device noted that the maximum stent outer diameter recorded during production which is within the max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 18 atmospheres with no leaks noted. No balloon damage was noted and pressure was held for 30 seconds. A vacuum was pulled and the balloon deflated fully. The stent deployed from the balloon with no issues. The encore was tested before inflation using a druck pressure gauge. No other issues were identified during the product analysis.